Manufacturer narrative:
Inspected 1 opened and used partial sensor and performed visual inspection and found sensor canula broken, broken part was found in the tubing. Unable to confirm customer received sensor in said condition due to returning it opened and used. Unable to confirm needle complaint due to customer returning sensor with no needle.

Event description:
Customer's mother reported that the sensor cannula's parts were separating from each other and poking the customer's skin. Blood glucose level was 70 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.